Event description:
It was reported that patient presented in clinic after receiving a non sustained lead noise alert, due to t-wave oversensing. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.